Event description:
Patient on continuous renal replacement therapy. Machine alarmed that there was excess fluid removal. Noticed that the previous hour there was more fluid removed than the pump was set. Following this observation the pump began to alarm that there was excess fluid removed. Patient experienced no distress or harm from this.